Manufacturer narrative:
Correction: previously reported h6 (investigation conclusions) should have been "67 - no problem detected" instead of "61 - unintended use error caused or contributed to event".

Manufacturer narrative:
The reported events of stylet could not be inserted into the lead completely and high pacing lead impedance were not confirmed. As received, a complete lead with stylet fully inserted was returned in one piece. The stylet that was returned with the lead could be removed and fully inserted with no anomalies noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) exhibited high pacing impedance and the guidewire was unable to be inserted. The ra lead was not used and was replaced. The patient was stable throughout.